Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump and modules connected to the right network interface card (nic) board had red crosses over the icons on the central control monitor (ccm) display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team reported an issue with their heart lung machine (hlm) during cpb. Specifically, the team reported that the vent pump, pressure modules, and occluder had red crosses on the ccm. This resulted in a total loss of function of these pumps and modules. After further investigation it was found the failure was the right side nic board on the hlm. As stated, this occurred during cpb, there was no delay to the procedure, and no patient harm reported. This was a result of the arterial, cardioplegia, and sucker pump were connected to the left side nic panel.

Manufacturer narrative:
Per the manufacturer's subsidiary, the arterial, cardioplegia, and sucker pumps all worked normally since they were connected to the left nic board. The occluder function was lost and manual clamping was used. The pressure sensors function were lost but later were available again. The vent pump function was lost but the issue occurred toward the end of the procedure and the vent pump was not needed.